Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported five 5 iflow sensors open at the seam during patient care. 2 were during transport, 1 happened while the therapist was in the room doing a vent check and the other 2 we were called to the room. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. The exact root cause is unknown and under investigation with I-ch-20-32. This complaint will be included with on-going trending analysis.